Event description:
When a physician used the subject device for a laparoscopic fenestration surgery, u504 probe damage error occurred. The physician withdrew the subject device and confirmed that the teflon pad of the device detached. The physician replaced the subject device with a different device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the distal part of the teflon pad was disappeared. And there were scratches on the entire surface of the probe. The manufacturing history was reviewed, with no irregularities noted. The sales representative reported that the physician had not seen the grasping section of the device during the activating of the ultrasonic output. It is highly likely that the physician activated the ultrasonic output while the subject device grasped a metal object such as a clip or forceps and so on. The teflon pad was significantly worn by the contact with metal. The instruction manual of thunderbeat scissors prohibits the usage as mentioned the above, and describes how to deal with when an irregularity is found. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.